Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection, occlusion). Evaluation conclusions: inherent risk of procedure ¿ (dissection, occlusion). (B)(4).

Event description:
Three endeavor sprint drug eluting stents were used to treat a lesion in the lad during the index procedure. An angiographic complication of lateral branch occlusion and dissection occurred during the index procedure.